Event description:
The customer alleges that water was noticed coming out of the nasal cannula when the patient had taken it off. The patient was on 40l high flow therapy. No report of harm or injury to the patient.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A DHR (device history record) review could not be conducted since the lot number (74h14) provided on the customer complaint does not belong to (B)(4). The reported lot number is an incorrect lot number. No corrective action can be established at this time since the device sample and batch number are not available for evaluation. A physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of a device sample to perform a proper investigation and determine the root cause. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the device sample becomes available this compliant will be reopened.